Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that during the implant procedure the right ventricular lead dislodged. The physician felt the helix did not extend completely and therefore the lead was not stable. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.